Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy with a homechoice (hc) device experienced sepsis and subsequently passed away due to an unknown cause. Ten days prior to death the pt was admitted to the hospital for sepsis (not further specified) and was recovering from the event. The cause of the sepsis was unknown. It was unknown if the pt had recovered from the sepsis prior to death. On an unknown date during hospitalization, pd therapy was discontinued and hemodialysis was started. The reason pd therapy was stopped was because patient was placed on a "ventilator"(could not specify further). On an unknown date during hospitalization, hemodialysis was discontinued and pd therapy was restarted (not further specified). Pd therapy was ongoing until the time of death. It was unknown if the pt was connected to a hc at the time of death. Subsequently, the pt passed away in the hospital. The cause of death was unknown. There were no known overfill events prior to death. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1996. The device was received for evaluation by the baxter product analysis laboratory. A review of the device history record, service history log and the event history log was performed. Upon performing these reviews, no issues were found that could be related to the reported event. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. An external and internal inspection was performed which revealed no anomalies. An evaluation of the device pneumatic system revealed no leak and all pressures were correct and stable. The device passed seal, purge and wet disposable integrity tests. A short simulated therapy was performed successfully. Per pal evaluation, there was no failure, malfunction or iipv event identified that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a follow-up medwatch report will be submitted. Same patient as (B)(4).